Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Without the unique product serial numbers, the manufactured date cannot be established, and it is unknown if this was previously reported. Referenced article: super-response to cardiac resynchronization therapy reduces appropriate implantable cardioverter defibrillator therapy europace. 2018; 20(8):1312-1317. 10.1093/europace/eux235. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cardiac resynchronization therapy cardioverter defibrillators (crt-d). The authors discussed a retrospective study which included six hundred twenty-nine patients of which thirty-two received inappropriate shocks. The status of the devices is unknown. A request for additional information cannot be made. No further patient complications have been reported as a result of this event.